Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday, when they left (B)(6), they experienced an intense jolt down their right calf to the bottom of their foot. They stated that they know they are supposed to turn stimulation off when walking through security screening devices, but they choose not to.